Event description:
This customer reported that they were getting false spo2 measurements while operating on a pt. The involved pt died, however, the customer reports that it was not in relation to this reported malfunction.

Manufacturer narrative:
Additional lot# 4b. This customer reported that they were getting false spo2 measurements while operating on a pt. The involved pt died; however, the customer reports that it was not in relation to this reported malfunction. The customer has isolated the failure to the spo2 extension cable. We are retrieving the involved equipment for eval. We are considering this as a malfunction based on the customer report only. A f/u report will be submitted after philips obtains more info about this event.